Event description:
It was reported that the right ventricular (rv) lead exhibited elevated pacing thresholds and a sudden rise in thresholds. The lead remains in use but further action has been planned. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Additional information received reported that the event was unresolved and no further actions were planned.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.